Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reference (B)(4) for original complaint.

Event description:
According to the reporter: there been any adverse events as a result of the reported events. No device components fell into the patients' cavities.

Event description:
According to the reporter: this is an unused endostitch suture from the same lot which the suture has been coming off the needle during the procedure while using the device. It's happened multiple times with a highly proficient surgeon and staff with endostitch/suture. This record was opened to reflect the reported multiple times. Additional information requested from the account but not yet received.